Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as low; cause was not known. Reportedly, the customer was assisted with consumption of 100 grams of carbohydrates and glucagon injection to address bg level. Customer reverted to an alternate pump for insulin therapy.